Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age unknown), but the device failed to discharge the energy. The clinicians then obtained another device and successfully defibrillate the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.